Event description:
It was reported that the patient experienced a shocking sensation down her sides and thigh during the trial phase. Due to the shocking; the patient did not have a permanent device implanted. The patient's urinary symptoms have worsened since the trial. It was noted that the patient would like to try the trial again with a different physician. The patient was at home. Further information is being requested from the hcp.